Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge reload was received unfired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the safety lock feature worked as intended, preventing the unintentional activation of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure the device closed down and started firing on its own. The case was completed with another device of the same product code. No other information was available. No patient consequences were reported.